Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is experiencing high as well as low blood glucose levels. Customer's blood glucose reading ranged from 39 to 280 mg/dl. Customer treated low blood glucose with orange juice. Customer reported symptoms related to her high blood glucose included headache and extreme thirst. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is being returned and replaced.